Event description:
Reporter was disappointed at the kids crayola toothbrush product. They bought it for their young son and, while using them, bristles fell out in his mouth. Thankfully they were able to get their fingers in his mouth, and reporter stated if had he ingested them, they believe that it could have been very bad.